Event description:
It was reported that the infusion pump experienced a high-priority occlusion alarm. The event occurred during infusion. The patient involvement is unknown and there is no patient harm.

Manufacturer narrative:
D4 - primary UDI number, h4 - device MFR date left blank as the serial number and list number are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.